Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During service a high temperature alarm condition occurred. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted.